Manufacturer narrative:
(B)(4).

Event description:
The clinician reports that 4.5 months after the dental implant was placed in ada site 13 in type iii bone, the implant lost osseointegration. Clinician reports an infection, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The clinician reports that 4.5 months after the dental implant was placed in ada site 13 in type iii bone, the implant lost osseointegration. Clinician reports an infection, mobility and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.